Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2008 and that the pt was standing and felt a pop in her knee around the date of 2009. The pt was revised eight days later, due to loosening and breakage.